Event description:
The insert would not seat properly. Another insert was available and was used successfully. There was no adverse consequence for the patient for delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with intra-operative technique.